Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.

Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The 99% stenotic lesion was located in the calcified mid left anterior descending (lad) coronary artery. A pinhole rupture occurred at 6 atms on the initial inflation. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".